Manufacturer narrative:
Upon completion of the investigation ,it was noted that the tubing and stop cocks were leak tested and a leak was found on the patient line stop cock, a crack and stress marks were noted in the stop cock plastic, this is due to over tightening. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer is due to over tightening. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Evd system is used for both icp monitoring and drainage of csf. When the 3-way tap (closest to patient) was closed to drainage and opened to monitoring, csf was observed to be leaking by the registered nurse and the registrar. A new same like system was obtained and connected and has functioned correctly. This process involved opening a closed system which should otherwise remain closed due to risk of infection. No abnormalities detected, no adverse event to the patient. The lot number is unknown however it is a new generation model post the return to market. Please be aware due to the time difference between (B)(6) versus the u.s. Complaints that are received on the same day that they are entered appear that the complaint created date occurred before the complaint notified date. This is attributed to a system issue associated with the time difference.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.